Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Patient reported right side capsular contracture, baker grade IV, "scar tissue causing chest to be concaved/indentation", and bilateral exchange of textured breast implants due to concern with the product. Device was explanted.